Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/15/2023. An investigation was conducted on 06/27/2023. Photographs were provided by the account. Signs of clinical use and no evidence of blood were observed on the device. The aortic cutter was observed to be covered and was not deployed. The delivery device was observed to be inside the loading device with the seal and tensions spring assembly in place. The seal was observed in the loading device window to be unraveled at the outer edge. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned inside the loading device with the seal and tension spring assembly in place. The seal was observed in the loading device window to be unraveled at the outer edge. A mechanical evaluation was conducted. The seal was able to be loaded into the delivery device with no visual or physical difficulties. The blue slide lock was observed to be on and the white plunger was not depressed. The seal and tension spring assembly were removed from the delivery device with no physical difficulties. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.22 inches (rm2036883). The length of the delivery tube was measured at 2.52 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the photographic evaluation, the returned condition of the device, and investigation results, the reported failure "fitting problem" was not confirmed, however the analyzed failure "unraveled material" was confirmed. The lot #3000296908 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They folded the seal by pressing the step1 wings in the process of loading the heartstring according to the IFU. After checking the condition that the seal could not enter the delivery device through the inside of the window, the same product and a new product were used and applied to the patient. No harm to the patient.